Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Patient was transported to computed tomography (CT). During transport, the impella console fell to the ground. The aic screen went black immediately after the fall. Upon return to the room, automated impella controller (aics) were switched out, and the device functioned properly after the switch. Patient remained hemodynamically stable during the event.

Event description:
Clinical rationale updated: patient demographics are unknown. It was reported that while the patient was being transported to CT, the impella console fell over onto the ground, after which the aic screen went black. According to the rn, the patient remained hemodynamically stable throughout the event. Upon returning to the patient¿s room, the aics were switched out and the device functioned properly following the exchange. However, on the following morning, the replacement console was checked and the aic screen intermittently flickered to a fully black display. The affected aic (sn (B)(6)) associated with gu case (B)(4) was implanted on (B)(6) 2025 and explanted on (B)(6) 2025, with the patient surviving the procedure and remaining stable throughout the complaint. Product return is expected for investigation. Reported failure modes include a power on/startup problem and console damage due to a falling object. Based on the information available, the event appears related to mechanical impact to the console during transport, and there is no indication of patient harm. Further evaluation will be completed upon receipt and analysis of the returned product. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
B5. Revised from the initial report. H6. Health effect - clinical code e2343 was inadvertently omitted on the initial manufacturer device report.